Event description:
A user facility biomedical technician (bmt) reported that upon power up a 2008t hemodialysis (hd) machine had a burning smell and upon investigation it was discovered there was a burnt wire going to the on-off rocker switch. The bmt was advised to replace the part. Upon follow-up, the bmt stated the replacement component was ordered and the machine remains out of service pending receipt and replacement of the component. No smoke, melting, or arcing was noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The bmt stated there were approximately 12,000 hours on the machine at the time of the event. The damaged component was no longer available to be returned for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that upon power up a 2008t hemodialysis (hd) machine had a burning smell and upon investigation it was discovered there was a burnt wire going to the on-off rocker switch. The bmt was advised to replace the part. Upon follow-up, the bmt stated the replacement component was ordered and the machine remains out of service pending receipt and replacement of the component. No smoke, melting, or arcing was noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The bmt stated there were approximately 12,000 hours on the machine at the time of the event. The damaged component was no longer available to be returned for evaluation. There was no patient involvement associated with the reported event.